Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and the stent was in place and intact. The tip of the device was damaged. Product analysis confirmed the reported events, as there are numerous hypotube kinks and tip damage to the device. Both damage types could contribute to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that procedure was canceled/rescheduled. Vascular access was obtained via the radial artery. The 18mm in length, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified, 3mm in diameter right coronary artery (rca). After a non-boston scientific guidewire crossed the distal rca, pre-dilatation was performed with non-bsc balloons. A 20 x 3.00 rebel stent was then advanced but could not go through because of the highly calcified lesion despite several attempts. A kinked in the stent shaft was noted. The procedure was canceled/rescheduled. The patient status was stable.

Event description:
It was reported that procedure was canceled/rescheduled. Vascular access was obtained via the radial artery. The 18mm in length, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified, 3mm in diameter right coronary artery (rca). After a non-boston scientific guidewire crossed the distal rca, pre-dilatation was performed with non-bsc balloons. A 20 x 3.00 rebel stent was then advanced but could not go through because of the highly calcified lesion despite several attempts. A kinked in the stent shaft was noted. The procedure was canceled/rescheduled. The patient status was stable.